Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as a faulty circulation pump was causing low flow issues. Circulation pump was serviced. The device went through the pm program. The mixing pump was serviced. Replaced the heater sn (B)(6) with sn (B)(6) . Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a device where they did fluid delivery line inlet pressure check and the inlet pressure was not reached -7.0 biomed tried a second fluid delivery line and got the same results, since the device had 6171 system hours, it will be coming in for the 2000 hour preventive maintenance service and will come in with the fluid delivery line to be checked as well. Per follow up information received via email on 26jul2023, it was reported that the customer stated that it was discovered that the fluid pump was bad and needed to be replaced. The device was being returned to the manufacturer for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed had a device where they did fluid delivery line inlet pressure check and the inlet pressure was not reached -7.0, biomed tried a second fluid delivery line and got the same results, since the device had 6171 system hours, it will be coming in for the 2000 hour preventive maintenance service and will come in with the fluid delivery line to be checked as well.